Manufacturer narrative:
Aware date updated to 2017-08-02. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted fo r infective endocarditis for internal cardiac defibrillator (ICD) lead. The ventricular assist device (vad was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course (including infections from different sources/devices). There are possible patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
A report was received that a patient presented with malaise and possible pneumonia. The patient did not have a fever or leukocytosis. The site reported that the infection was found based on a computerized tomography (CT) scan results and had initially been limited to the aicd leads. The patient underwent surgery for a planned sternotomy debridement and removal of infected automated implantable cardioverter defibrillator (aicd) and leads on (B)(6) 2017. However, the patient's infection is reported to have been more pronounced than had been expected. The site further reported that the event was not related to a driveline (dl) infection. The patient subsequently underwent a pump exchange on (B)(6) 2017. As of the date of this report, the patient is improving. The patient's physician reported that the event was unrelated to the vad device and related to the patient's aicd leads. No further information has been provided. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course (including infections from different sources). There are possible patient and procedural factors that may have contributed to this event.